Event description:
It was reported that a patient experienced an increase in the capture threshold of their ventricular lead during a routine surgery to replace their pacemaker. The physician decided to replace the lead as well. No patient consequences were reported.